Manufacturer narrative:
The device was received by the manufacturer; however, the leaking air complaint could not be replicated. The drill motor hose assembly was replaced, and preventative maintenance was performed. The device was repaired and returned to the user facility.

Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, a hole was discovered in the nose portion of the pneumatic drill. There was no report of any oil leakage from the device. This event did not occur during a surgical procedure, so there was no pt involvement. Backup equipment was available for the scheduled procedure, without causing a delay. No user injury was reported, and no other adverse consequences were alleged with this event.